Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and device information, but was not obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a surgical intervention on (B)(6) 2019 to explant the lead for an unknown reason. During the procedure a portion of the lead broke off and remains in the epidural space ( related MFR report number: 1627487-2019-12582).